Event description:
During a coronay angiography, when the 3.5 x 18mm bx sonic balloon was inflated up to 8atm, it ruptured. The contrast dye went out of the coronary artery into the nearby tissues with an acute closure distally of the intended target site. On radiogram, the presence of the contrast dye in the tissues around the ruptured vessel was registered as 3. The pt experienced acute pain, which was associated with ECG changes typical for an acute myocardial infarction (st depression for more that 3mm). The pt was transferred to the intensive care unit and then to the operating room where a coronary artery bypass graft was performed.

Manufacturer narrative:
This device is distributed outside the united states; however, is similar to the coronary sds/stents distributed in united states.